Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08700 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the nurse that the insulin pump was under delivering the insulin and the customer was hospitalized for hyperglycemia. It was reported that the customer had high blood glucose levels of 25 mmol/l and the current blood glucose level was 8 mmol/l. It was reported that the customer experienced nausea and vomiting. It was reported that the customer was on intravenous drip. It was reported that the customer declined to perform the troubleshooting for high blood glucose levels. It was reported that the customer was using the insulin pump system within 48 hours of reported high blood glucose event. Product is expected to return for analysis.